Event description:
Device evaluation: a number of struts on the 5th, 6th and 9th proximal stent segments were raised, overlapping and deformed.

Event description:
The physician was attempting to direct stent a 2.25mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion exhibited 70% stenosis with little calcification and located in the lad. It was reported that the stent did not pass the lesion, and when the stent was removed, it was noted to be damaged. Another same size stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, 70% stenosis with calcification); failure to follow instructions (pre-dilation was not performed). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 70% stenosis with calcification); user error contributed to event (pre-dilation was not performed).